Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump collapse/dimple/flat cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experience discomfort with his inflatable penile prosthesis (ipp) device, three weeks after implant. The physician tried to inflate the device in office but the pump remains flat and no troubleshooting resolved the issue. The patient is scheduled for a follow up appointment in two weeks when the discomfort reduces. At this time, the cause of the issue observed is unknown and the device remains in service.